Event description:
Test subject reported a burning sensation in the mouth three days after providing an oral fluid sample with the orasure hiv-1 oral specimen collection device. The test subject anonymously provided the sample and did not provide their name to the counselor when reporting the complaint. The user facility has not replied to the manufacturer's requests for more info.